Event description:
The customer contacted olympus to request an in-service refresher for the reprocessing room staff. The endoscopy support specialist (ess) was onsite to perform reprocessing in-service and noted the scopes are being improperly reprocessed. The ess found the facility does not have all reprocessing accessories. The ess reported the facility does not have a suction machine in the reprocessing room and they are omitting this step during manual cleaning. There was no associated patient infection reported. Case with patient identifier (B)(6) reports the pcf-h190l. Case with patient identifier (B)(6) reports the gif-hq190. Case with patient identifier (B)(6) reports the pcf-h190l. Case with patient identifier (B)(6) reports the pcf-h190l.

Manufacturer narrative:
While onsite the ess completed the in-service making sure to cover all the steps for leak testing, manual cleaning, and storage. The ess explained aspirating with detergent solution however, the customer does not have a suction machine in the reprocessing room and these steps could not be performed. The customer flushed the auxiliary water channel with detergent, water, and air, but the maj-855 was not used and noted the mh-974 was also being incorrectly used. The ess was informed the customer is using a non-olympus automated endoscope reprocessor and was made aware they will need to contact the manufacturer of the product for their instructions and guidelines. Additionally, the ess educated the customer the need to use the maj-855 when flushing the auxiliary channel and provided the customer part numbers for the channel plug, injection tubing, maj-855, and suction cleaning adapter. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of reported event is due to the facility staff were presumably less trained in reprocessing and/or device handling in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: IFU (reprocessing manual) cautions the user against insufficient reprocessing as below: 1.4 precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU (reprocessing manual) details the suction process in ¿manually cleaning the endoscope and accessories; aspirate detergent solution through the instrument channel and the suction channel¿. Olympus will continue to monitor field performance for this device.